Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up and the device was flipped up sideways. The patient moved and it laid back flat. The patient was sore. The device remains in use. No further patient complications have been reported as a result of this event.